Event description:
It was reported that this implantable pacemaker was part of the system revision due to infection. No adverse patient effects were reported. The implantable pacemaker was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.